Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false downstream occlusion alarm caused by a failed downstream sensor. The downstream sensor was replaced.